Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an unknown battery power issue while testing on their adc device and stated it "turned off completely". As a result, customer was unable to test their blood glucose and experienced loss of consciousness and was treated with bread by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. The damaged usb port prevented the customer from charging the reader which led to the reader not turning on. The returned reader was de-cased and placed into the reader test fixture to download log. The issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an unknown battery power issue while testing on their adc device and stated it "turned off completely". As a result, customer was unable to test their blood glucose and experienced loss of consciousness and was treated with bread by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.